Manufacturer narrative:
The reported event of loose setscrew connection was not confirmed. Analysis revealed the atrial setscrew was stripped. Stripped setscrew inset walls are consistent with inserting a torque wrench at an angle and over-turning the setscrew. The setscrew anomaly was consistent with having occurred during the procedure. The results of all electrical tests performed, including mechanical stress testing and battery assessment, indicate normal device characteristics.

Event description:
It was reported that the patient presented for the implant of a pacemaker. During the procedure, it was observed that the set screw of the pacemaker would not tighten. The pacemaker was replaced. The patient was stable throughout.